Event description:
Allergan's legal department forwarded a complaint related to a legal case. The lap-band device allegedly caused "erosion of [the] lap-band into [the] stomach and liver, [and} loss of blood supply to [the] stomach resulting in a portion of the stomach to die". According to the complaint, he "erosion into [the] pt's liver resulted in the lap-band becoming firmly adherent to [the] pt's liver". During the removal of the device 'massive hemorrhaging from the liver lead to hypotension and systemic shock and brain damage."

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The product return was requested. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, hemorrhage, necrosis, systemic shock (hypovolemic), and brain injury are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of hemorrhage as follows: "specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels. Lung problems, thrombosis, and rupture of the wound." Add'l device labeling: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." "Warnings: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Pts should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve pt satisfaction."